Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#: ; product ID: 3057. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that the clinician had problems with placing her leads and getting her stimulation set to a level she could feel comfortably. The patient stated that the programmer would not allow the stimulation to increase. It was noted that after the procedure the patient stated had to go to the bathroom very bad on her way home and she leaked all over and when she got home stimulation was back to zero. The patient mentioned that she was able to increase her own stimulation to a comfortable level. There were no further symptoms or complications reported or anticipated.